Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Advise patient to close all bluetooth application and forget all other bluetooth devices. Patient was also advised to restart the smart device every other day. While dexcom representative was will the patient, the connection was re-established on the smart device. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 06/06/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.